Event description:
A surgeon reported that air came out from the tip of a cutter during surgery. The problem was solved after replacing the product with another one. On pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample has been received but has not yet been evaluated. (B)(4).